Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to severely calcified lesion at the lcx with 75% stenosis after pre-dilatation but the device could not cross and device was removed. Patient appeared uncomfortable and received first aid. Procedure will be carried out at a future date. Evaluation summary: the distal tip was flared. A number of struts on the 9th, 15th, 18th and 19th proximal stent segments were partially raised and overlapping. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (failure to deliver <(>&<)> stent deformation); patient¿s condition affected effectiveness of device (lesion morphology) ¿ 75% stenosis and severe calcification. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 75% stenosis and severe calcification. Inherent risk of procedure ¿ (failure to deliver <(>&<)> stent deformation). (B)(4).